Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient had left the clamp open on an unused supply line of the homechoice set during therapy. Baxter technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.